Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued..

Event description:
According to the reporter, the capsule failed to attached to the patient esophagus. There was no patient or user harm.